Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: during the case, the balloon would not inflated. Used other device. No bleeding. Nothing fell into the pt's cavity. No tissue damaged. Not extended more than 30 minutes. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B)(4)